Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc count in the platelet product. No medical intervention was necessary for this event. The disposable kit was discarded, so will not be available for return. The white blood cell count is not available at this time. Donor unit # (B)(4). This report is being filed due to a device malfunction with the potential for injury.

Manufacturer narrative:
(B)(4). The run data files (rdf) were analyzed. The analysis of the rdf did not find any conclusive cause of the elevated wbc content reported for this collection. No unusual process variable was identified and trima accel operated as intended. It is possible that a sampling, calculation, or other process error may have contributed to the higher-than-expected wbc content in the platelet product. Based on the available data, it also cannot be ruled out that this leukoreduction failure could be donor-related. Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The wbc count was not provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.